Event description:
Complainant alleged that while attempting to defibrillate a patient who was in ventricullar fibrillation during surgery, the attached defibrillator charged up but then displayed a "shock unable to be delivered" message. The clinican obtained another set of internal handles and converted the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that there biomed epartment was unable to duplicate the event.